Event description:
The customer's father reported a constant tone coming from the insulin pump. Troubleshooting was performed, and the screen was frozen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.